Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 50% stenosed target lesion was located in the calcified and moderately tortuous popliteal artery. This .5 x 150mm x 150mm sterling sl balloon catheter was selected to dilate the lesion. The balloon ruptured at 12atms upon the 1st inflation. The procedure was continued with a 2.5 x 150mm sterling sl otw. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).